Event description:
The machine alarmed for a sudden elevation of trans membrane pressure. In response to this, the operator lowered the blood flow rate from 200 ml/min to 150 ml/min. The status screen still displayed the flow rate 200 ml/min. The operator discontinued the treatment and returned the pt's blood. A new treatment was initiated with a new prismaflex set. No further similar incidents have been reported from this clinic.

Manufacturer narrative:
The manufacturer has received and reviewed the treatment data files related to the reported event. The manufacturer had been made aware of similar complaints were there was a discrepancy between set and observed blood flow rate. The manufacturer has identified causes of flow rate discrepancies and is developing a software version to address this issue. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement system on 02-15-07 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.